Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The results indicate a mis-sampling occurred. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 123 mmol/l, which repeated as 137 mmol/l. The sample initially resulted with a cl value of 87.8 mmol/l, which repeated as 96.8 mmol/l. The na electrode lot number was v48 and the cl electrode lot number was k63. The electrode expiration dates were requested, but not provided.